Event description:
It was reported that a patient had a myocardial infarction ¿a month ago¿ (around (B)(6) 2015). The patient was admitted to the hospital 2015 (B)(6). The patient had a cardiac catheter procedure. ¿non-q wave myocardial infarction¿ was mentioned. ¿q-wave inversion in the lateral leads¿ was also mentioned based on the results for the patient¿s heart. The pump was used to infuse bupivacaine and morphine (unknown). No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 8709sc, lot# n173722024, implanted: 2008 (B)(6); product type catheter. (B)(4).